Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an inaccurate result with the subject meter of 196 mg/dl compared to another meter (re-li-on), performed within an unspecified time of each other. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.